Event description:
The reporter indicated the surgeon implanted a 12.1mm toric implantable collamer lens, into the patient`s right eye (od) on (B)(6) 2024. The lens was reported as having low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D4: expiration date unk. D6b: unk. H4: unk. Claim # (B)(4).

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.00/+2.5/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6)2024. The lens was explanted on (B)(6) 2024 due to low vaulting and lens rotation (dislocation/subluxation). The lens was replaced with a longer lens and the problem was resolved. Post-op, the patient had difficulty reading phone and computer/ constant dry eye, causing pain/irritation, with intermittent cloud-like film. See MFR. Report # 2023826-2024-01873 for replacement lens. The icl was centered and in good position/vault. The cause of the event was the device. Claim # (B)(4).